Event description:
It was reported that during a novasure endometrial ablation on (B)(6) 2015, the physician received several cavity integrity assessment (cia) tests using two disposable devices. A hysteroscopy was then performed and a perforation was visualized. The novasure procedure was aborted. No intervention was required. The pt was discharged home. A robotic laparoscopy, uterine manipulator and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
MFR date: 15b09r - february 2015, 15c25r - march 2015. Event problem and eval codes reflect both returned disposable devices. Device history record (DHR) review was conducted for the identified lot numbers and serial numbers of the disposable devices. No abnormalities were found related to the reported info. These devices passed final testing prior to release. (B)(4).